Manufacturer narrative:
Product analysis: model: 2490h10, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while on the phone, the patient stated that the monitor or cord exploded. No troubleshooting indicated. The monitor status was unknown. No patient complications have been reported as a result of this event.